Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb port of the pump was observed to be loose as the customer experienced difficulty charging the pump battery. The customer's blood glucose level was 122 mg/dl. The customer reverted to an alternate method of insulin therapy.